Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to shortness of breath. Customer's blood glucose level was 240 mg/dl. Customer stated that the food and correction bolus was incorrect. Insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The low reservoir alarm was set to 20.0 device . The low reservoir alarm functions properly when there was 20.0 units remaining in the status screen. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. Device had intermittent button response on the esc, act and down arrow buttons due to flattened dome switch . No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.